Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Thrombosis is a known adverse event as listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. A review of the lot history record was not performed as there was no reported product malfunction.

Event description:
It was reported that the patient had a 3.0 x 18 mm non-abbott stent implanted in the mid circumflex in 2006. On (B)(6) 2010, the patient returned with an acute myocardial infarction and occlusion of the non-abbott stent. Balloon dilatations were performed with an unspecified balloon and a non-abbott aspiration catheter was used. A distal dissection was noted and a perforation was noted in the area of the non-abbott stent. The 3.0 x 16 mm graftmaster was placed partially overlapping the non-abbott stent to treat the perforation and dissection. The procedure was completed and the patient left the cath lab and was moved to a unit. Approximately 10 hours later, the patient was returned to the cath lab with in-stent thrombosis in the mid circumflex. Treatment was performed for the thrombosis via ballooning, a non-abbott thrombectomy catheter and placement of a non-abbott stent. The procedure was successful. The final patient outcome was reported to be good. No further patient effects were reported. No additional information was provided.